Manufacturer narrative:
One opened 25ga bi-blade vitrectomy cutter was returned in a plastic bag, without the original packaging. Neither the part number or the lot number can be verified/determined. The tip protector was not returned. The needle is bent. The cutter is used - the port window is in the opened position and there is fluid visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle did not advance into the port window; it is bound up. Though it was reported that aspiration continued, aspiration did not continue during the functional product testing. A bent needle can contribute to poor cutting performance. Due to the damaged condition in which the used product was returned it is not possible to determine the cause for the bent needle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective was deemed necessary. The investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. It was reported that this event did not have any impact on the procedure or the patient outcome. No patient impact or injury was reported. The investigation is ongoing.

Event description:
A user facility reported that during the procedure a bi-blade cutter stopped cutting while aspiration continued.